Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that when attempting to perform a cholecystectomy using a laparoscope, the laparoscopic image was not displayed on the monitor. This occurred while the patient was already under general anesthesia. The power lamp was lit green but pressing the control button did not turn it green. The input could not be switched, and turning the power back on did not resolve the issue. Upon further troubleshooting, only half of the image was displayed initially on serial digital interface-1 (sdi) input and after switching to sdi-2, the image was displayed in larger size. Consequently, there was a 1-hour delay to the start of the procedure, which also extended the patient's anesthesia by about an hour. The procedure was completed with the similar device without reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation and to provide an update to field (d8). A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event could not be identified with the information received. Olympus will continue to monitor field performance for this device.